Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. The device remains in service. No adverse patient effects were reported.